Event description:
It was reported that there was a broken pin in the remote dose socket. There was unknown patient involvement reported. Upon analysis, a detached downstream occlusion (dso) seal was noted.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Visual evaluation found damaged (detach) downstream occlusion (dso) seal, damaged remote dose connector, and damaged ac connector. Customer problem was duplicated, and the cause was a damaged remote dose connector, which will be replaced. Replaced the dso seal, remote dose connector, and the ac connector.